Event description:
It was reported while using an unspecified bd intravascular administration set there was backflow. There was no report of patient impact. The following information was provided by the initial reporter: back flowed into primary fluid container.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-feb-2023. One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a bd secondary set was primed with blue dye water. The setup was allowed to free flow. Back flow was observed. The customer complaint that there was back flow was able to be replicated. A quality notification was sent to the supplier. Based on the suppler investigation, a particulate presence could not be confirmed through visual inspection of the assembled check valve. The check valve was inspected for backflow on bench testers and backflow failure was not observed. Given the findings in investigation, itw is not able to confirm the reported failure mode of backflow. A DHR was performed for the following possible lots #22085028, 22085031, 22085032, 22085633, 22085240, 22085742, 22085768, 22085770. A device history record review for model 2420-0007 lot number 20057139 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085031 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085032 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085633 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085240 was performed. The search showed that a total of 86403 units in 1 lot number was built on 18aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085242 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085768 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085770 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd intravascular administration set there was backflow. There was no report of patient impact. The following information was provided by the initial reporter: back flowed into primary fluid container.

Manufacturer narrative:
The following fields were updated due to additional information: medical device catalog # : 2420-0007. Unique identifier (UDI) # : (B)(4). Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. Site legal name (FDA): sistemas medicos alaris, s.a. De c.v. Manufacturing location: sistemas medicos alaris, s.a. De c.v.

Event description:
It was reported while using an unspecified bd intravascular administration set there was backflow. There was no report of patient impact. The following information was provided by the initial reporter: back flowed into primary fluid container.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4) medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.